Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump. The customer was advised to use a multiple daily injection (mdi) system and to reach out to their healthcare provider as backup therapy.